Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent heart transplantation. The outcome was considered device or therapy related. The device parameters were within normal limits.